Event description:
It was reported that air was detected in bd plastipak¿ syringes and that they had cracked barrels that caused leakage. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: bd has received several complaints from hospitals in france regarding the detection of air in a damaged syringe when used in a pump. A damaged cylinder can lead to loss of contact between the plunger and the wall of the cylinder, causing a leak. It is suspected that the entry of air, when injected into the patient, can lead to a gas embolism. Photo shows a syringe with a crack. Here the liquid also leaked out considerably. "Fortunately, this was a sodium chloride solution, but a preparation with cytostatics was in progress. This syringe and the one from which photographs were taken earlier were thrown away. A cytostatic solution had been prepared with the earlier syringe. It is not safe to keep it and have it collected, it seems. Photograph shows how wet the green sterile mat is in the bottom right-hand corner, the syringe is leaking quite badly.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 2104088, medical device expiration date: 31-mar-2026, device manufacture date: 20-apr-2021; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air was detected in bd plastipak¿ syringes and that they had cracked barrels that caused leakage. This occurred several times, however, no patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: bd has received several complaints from hospitals in france regarding the detection of air in a damaged syringe when used in a pump. A damaged cylinder can lead to loss of contact between the plunger and the wall of the cylinder, causing a leak. It is suspected that the entry of air, when injected into the patient, can lead to a gas embolism. Photo shows a syringe with a crack. Here the liquid also leaked out considerably. "Fortunately, this was a sodium chloride solution, but a preparation with cytostatics was in progress. This syringe and the one from which photographs were taken earlier were thrown away. A cytostatic solution had been prepared with the earlier syringe. It is not safe to keep it and have it collected, it seems. Photograph shows how wet the green sterile mat is in the bottom right-hand corner, the syringe is leaking quite badly.

Manufacturer narrative:
H6: investigation summary several photos were provided to our quality team for investigation. Through visual inspection, damage in the barrel is observed. A device history review was performed for lot 2104088, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage or other defects were observed. Based on our sample evaluation, it is likely the damage occurred during the assembly process. A project has been initiated to further investigate and address this issue. CAPA 4321210 has been initiated. H3 other text : see h10.